Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their infusion set tubing came apart. Customer states that the clasp connected to the tubing is coming off from the snap in from the sure-t site. Customer reports blood glucose of 332 mg/dl. Customer reports infusion set tubing detachment occurred while sitting down. Product is not expected to be returned.